Event description:
It was reported that there were issues with battery depletion and the wake button. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.